Event description:
It was reported that a patient presented remotely via merlin.net. Noise was observed on the pace/sense vector. Lead function was normal. The device was reprogrammed. Patient will be monitored routinely.